Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Additionally, physio observed the device to no longer power on.  The cause of the reported and observed issue was determined to be due to a shorted and burned capacitor, designator c76 from the digital pcb assembly.  The shorted and burned capacitor caused the internal hlc batteries to become depleted.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. A replacement device was sent to the customer for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported that the customer's device had all three icons (attention, service wrench and charge-pak) illuminated. In this condition, the device may not have sufficient power in order to deliver effective defibrillation energy to a patient, if needed. There was no report of any patient use associated with the reported issue.